Manufacturer narrative:
Other relevant history, including preexisting medical conditions, implant date and explant date were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient identifier, age, weight are unknown. Implant and explant dates are unknown. Lot information unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, dropped from the implant driver.